Event description:
The cardioplegia administration set had a "blocked pathway" resulting in the inability of potassium to be delivered to arrest the heart. This product is also known as and labeled as quest mps. Lot # 0393421m06.